Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint with the customer by reviewing the data files on patient. Fse cleaned the substrate dispense nozzle and verified proper priming and dispensing. Fse also cleaned, lubricated, adjusted the bf probes height and proper washing operations. Fse then adjusted the main arm nozzle z-bottom on all positions. Fse successfully performed calibration run, precision run, quality controls run without error and within acceptable ranges. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. The st intact pth, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurabl4104e without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported discrepant results was most likely due to misalignment of the washing probe assembly.

Event description:
A customer reported potential discrepant patient results for intact parathyroid hormone (ipth) on the aia-2000 analyzer. The customer stated the issue was only for ipth assay with different lots of ipth and test cups, but quality control (qc) was not affected. The customer¿s first sample run was greater than 100 pg/ml and repeated the run which resulted with 30 pg/ml on multiple runs. A patient sample result was reported out and no changes to patients treatment plans were affected. The customer stated they moved testing to another aia-2000 analyzer onsite with no issues. A field service engineer (fse) was dispatched for further investigate. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results.